Event description:
Information was received from a manufacturer representative regarding a device used for spinal therapy. It was reported that the lens was cloudy. There was no patient involvement reported. There were no further complications reported regarding the event.

Manufacturer narrative:
G2: the country of the event is japan. H3. Device evaluation summary: product analysis # (B)(4): complaint: (B)(4); date of analysis: 05/12/2024; analyst: (B)(6) (japan service and repair); cfn: 9560100; lot/sn: (B)(6); reported issue: image abnormality the lens was cloudy. Methodology used: service report. Equipment used: na. Was issue confirmed? Yes. Summary of analysis: during the inspection at the time of acceptance, it was observed that the outer tube had scratches and that the inner lens was broken. Suspected root cause: damaged. Additional failures not related to reported issue: na. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.